Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to the physician tried to advance the lead through the vein, but the vein was tortuous. The physician tried to pull and push the lead, but the sheath kinked during the process, and it was exhibiting helix extension issues. A new lad was used but the result was the same. Finally, another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory. Visual inspection found a deformed (bent) helix. Electrical continuity testing passed - indicating conductors are intact. A stylet insertion test passed without issue - indicating no blockage in the lumen. Finally, the helix mechanism test failed due to the helix being deformed. Laboratory analysis determined helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to the physician tried to advance the lead through the vein, but the vein was tortuous. The physician tried to pull and push the lead, but the sheath kinked during the process, and it was exhibiting helix extension issues. A new lad was used but the result was the same. Finally, another lead was successfully implanted. No additional adverse patient effects were reported.